Manufacturer narrative:
The local field representative is attempting to obtain this lv lead for return to boston scientific. This event will be updated if any additional information becomes available.

Manufacturer narrative:
The lead has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at boston scientific, (B)(4) laboratory, the lead was thoroughly inspected and analyzed. The complete lead was returned. The spiral fixation is in specification. A setscrew mark was noted on the terminal connector. The lead failed the stylet insertion test due to dried blood in the lumen which likely occurred during the explant procedure and would not have contributed to the reported clinical observations. Direct current resistance testing showed the conductive path of returned lead to be in specification. The lead passed pressure testing. Analysis was unable to confirm the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
--

Event description:
Boston scientific received information that this chronic transvenous left ventricular (lv) lead was explanted and replaced after it reportedly dislodged and was unable to capture. No adverse patient effects occurred as a result of this observation.